Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 9 events were reported for this quarter.   Product return status : 9 devices were received for evaluation.   Evaluation status : 8 reported events were confirmed during testing. - 8 devices were found to be affected by missing paint chips. 1 device evaluation is in progress.   Additional information : 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had paint chips missing. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 9 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips.   Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had paint chips missing. 9 events had no patient involvement; no patient impact.